Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The last measured discharge (lmd) has failed and the rated battery capacity was just above 14 amp hours (ah). The batteries were installed on (B)(6) 2018 and not due for replacement. The fsr installed new batteries. The unit operated to the manufacturer's specifications. The suspected batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a message that the battery minutes were low at 65 minutes. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the back-up power of the batteries to last for 45 minutes and not meeting the minimum requirement of 52 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.